Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 0.9% normal saline. It was reported that at 0845, the 500ml solution container was spiked with the tubing set and was connected to the pt. The cair clamp was reported to be closed. At 1230, the nurse noted that the solution container was empty. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.